Event description:
It was reported that (1) eps01 was used during a gastric bypass procedure. It was reported by the rep that the surgeon experienced melting of the device. The surgeon was using the cautery portion at some points. Also retracting the hook and using the suction cannula against tissue. The surgeon has seen the melting effect on previous device and did not have a adverse outcome. This device had melted as well. The case was completed laparoscopically. The surgeon utilized other devices to manipulate tissue.